Event description:
The daughter of a (B)(6) year old male pt called zoll customer support to report that her father's battery charger was unable to charge the pt's batteries. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't charge batteries) was confirmed. Upon investigation, the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. The power supply power cord was cut. The root cause for the damaged power supply cord could not be positively identified but was likely physical abuse. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.